Manufacturer narrative:
(B)(4) date sent: 2/28/2024 b3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 299c71 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the sc45a device was returned with was returned with nozzle damaged(burned) and with one gst45w reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the damage on the nozzle was due to improper use of the device. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: the complete firing action requires 4 complete strokes to cut the full reload length and return the knife to its home position. For each stroke, squeeze and release the firing trigger completely with a continuous, smooth stroke until it rests on the closing trigger. The numbers on the stroke count indicator will advance with each stroke. After the third stroke, the knife direction indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. At the end of the fourth stroke, the stroke count indicator will display ¿0¿ to indicate the knife has returned to its home position. The status of the transection can also be determined by observing the knife blade indicator throughout the firing action. The event described could not be confirmed as the device performed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 299c71, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, after the surgeon completed a few staple. The equipment firing trigger was stuck, so the surgeon can't fire the reload. The surgeon directly changed to another equipment. There was no delay in the surgery and completed successfully. No patient consequences reported.